Event description:
Same case as MFR# 2134265-2009-06021. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a change in patient hemodynamics and an artery spasm occurred. The physician was attempting to treat a 90% stenosed 2.5x16mm de-novo lesion located in the severely tortuous and moderately calcified right coronary artery (rca). Vascular access was femoral. The lesion was pre-dilated with the use of a 1.5x8mm apex balloon catheter, resulting in 40% stenosis. A 2.25x16mm taxus element stent delivery system (sds) was introduced inside the patient, however , it was unable to cross the lesion. The lesion was then pre-dilated again with the use of another manufacturers' 2.5x10mm balloon catheter. The taxus element sds was still unable to cross the lesion. The physician then decided to use the buddy wire technique with the use of a pt2 guidewire and another manufacturer's guide wire. The taxus element sds was still unable to cross the lesion. At this point, the patient's hemodynamics started to change. There were changes in the patient's EKG. Blood pressure dropped, causing the rca to spasm. The patient was administered nitro glycerin, which returned the blood pressure to normal and ceased the artery spasm. The procedure was aborted due to this event. The patient was stable post-procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.